Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Patient presented with high impedance. It was noted that x-rays were not to be taken and that instead the situation was going to be monitored by the physician. Further information was received that the patient had no associated symptoms with the higher impedance. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.